Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unknown date, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Action taken with dianeal pd4 ultrabag therapy was not reported. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11c16098, h11d26079, h11e25011, h11f22040, and h11i07086 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.